Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 41 mg/dl. Reportedly, the customer inadvertently took too much insulin, however, the cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and glucagon. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.